Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the device was not functioning properly, the motor was worn and the release sleeve had a dent. The device also failed pretests for general condition, functional test, check the trigger and electronic control unit function and check oscillation frequency. Therefore, the reported condition was confirmed. A device history review was performed, and no non-conformance's were detected related to the reported condition. The assignable root cause was traced to component failure due to normal wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: a device history review was performed, and no non-conformances were detected related to the reported condition. G1-2: the manufacturer location was documented as unknown in the initial report. The location has been updated to oberdorf. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. H4: the date of manufacture was reported as unknown in the initial report, the date is feb 11, 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The manufacturing location was unknown. The device manufacture date was unknown. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during a total knee arthroplasty procedure, it was observed that the battery reciprocator device stopped halfway through while making the femoral box cut. According to the reporter, the battery device was changed, however once the user started to cut the bone again it stopped moving several times. It was further reported that once the blade device and battery device were removed and reattached, the device started to work, however it stopped again. It was reported that the procedure was completed within a thirty minute delay. It was not reported if a spare device was available for use. The surgery was completed after several tries. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.